Manufacturer narrative:
This is one event (infection) of two events for the same pt involving two separate products.

Event description:
The plaintiff's atty alleged the decedent experienced unspecified infection on (B)(6) 2013, experienced unspecified illness on (B)(6) 2013 and subsequently expired on an unk date after use of the product.